Event description:
It was reported by service report that the litter could not be lowered completely due to the base shroud being installed backward. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - base shroud. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.